Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that physician had difficulty implanting a low voltage lead. The lead was unsuccessfully tried to be placed multiple times, but it kept dislodging. The physician reportedly felt that "torque wasn't transferring to the screw" when deploying the lead. This lead was not implanted, and a replacement lead was used. No patient complications have been reported as a result of this event.